Event description:
It was reported, via a social media post (mentor facebook page), that a female patient who underwent breast surgery with unknown gel breast implants (date of implant and device information not provided) was diagnosed with anaplastic large cell lymphoma (bia-alcl). The affected side was not provided. Per the patient¿s post, ¿I was diagnosed in 2018 with breast implant associated- anaplastic large cell lymphoma. I¿ve had 15 biopsies, 8 surgeries, 24 pet scans, chemotherapy and was told I had one year to live in 2020 if the chemotherapy didn't put me in remission¿ no further details were provided. Anaplastic large cell lymphoma (bia-alcl) is a known potential complication that may be associated with the use of the mentor siltex gel breast implants and is listed as such in the instructions for use (IFU). Based on the report source (i.e., patient on social media), this is classified as a ¿not confirmed¿ case of bia-alcl. In addition, this initial report of bia-alcl was made by the patient with no pathology/cytology report or verbal or written communication with the physician and follow-up might not be possible since no direct contact information was provided. Per the information provided, it¿s unknown if the patient was implanted with mentor breast implants at the time of diagnosis, and the implant history is unknown. Therefore, this case is classified as a mixed mentor not confirmed case of bia-alcl. The file will be re-reviewed if additional information is received at a later date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).